Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 23 mmol/l. The nurse of the customer reported that the customer was hospitalized due to high blood glucose levels and severe diabetes ketoacidosis. It was reported that the customer showed symptoms consistent with high blood glucose levels including vomiting. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was done. The nurse of the customer was advised to check the tubing of the insulin pump for air. The nurse of the customer reported not finding any air bubbles or any leaks. The nurse of the customer was assisted with removing the reservoir and rewinding the insulin pump. The nurse of the customer was advised to reinsert the reservoir and to run a manual prime. It was reported that insulin did exit the tubing of the insulin pump. No additional information was provided.